Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a trial patient. It was reported the patient was at 3.8, there had been a change in their symptoms and they did not currently feel stimulation. The patient decreased amplitude to 0.0ma, tried to increase to effect and had a settings not available (screen 59) a 2.0. The patient mentioned they had changed to the left side yesterday, but no further direction was given regarding programs. The patient was to follow up with their hcp. The hcp later reported the cause of the error message was that the lead must have migrated out as there was no stimulation on that side. The patient changed to the right side with excellent results and the error message, no stimulation and change in symptoms were resolved.